Manufacturer narrative:
Method: injector lot number search. Results- an injector lot number search was performed and eight similar complaints were found.

Event description:
The reporter stated the haptic of a competitor's lens was sheared off as the surgeon was inserting the lens. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info become available, a supplemental medwatch will be sent.